Event description:
It was reported that device entanglement occurred. The 90% stenosed target lesion was located in the non-tortuous and calcified superficial femoral artery. An opticross 18 was selected for use. During the procedure, it was noted that the probe wrapped around the wire near a lesion. Additionally, a kink was observed in the mid shaft part of the catheter. The device was removed intact from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device was returned for evaluation. Visual and microscope inspection were performed. Twists were observed in the imaging window assembly. A kink was observed in the sheath assembly. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that device entanglement occurred. The 90% stenosed target lesion was located in the non-tortuous and calcified superficial femoral artery. An opticross 18 was selected for use. During the procedure, it was noted that the probe wrapped around the wire near a lesion. Additionally, a kink was observed in the mid shaft part of the catheter. The device was removed intact from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.